Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The replaced universal motor controller (umc) board was returned for failure analysis and failure analysis was completed. During investigation, the reported failure was confirmed. The umc was installed and tested on the test system and upon power on the umc board failed with error 23210. The amp high-side switch test failed. The probable cause is attributed to a component failure.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the system was overheating, and a shutdown message was observed. An intuitive surgical, inc. (Isi) technical service engineer (tse) had the customer remove the vision side cart (vsc) front cover and check the fan filters for dust and it was found the filter was dusty. The system did shut down during the phone call due to overheating. The customer stated they had cleaned the filter by removing most of the dust and reseated the filter. The customer powered on the system, and it powered on and homed without any errors or messages on the screen. The customer re-inserted the instruments and the camera. The customer was proceeding with the case. The isi tse viewed error logs and did not see any current logs since the customer rebooted the system. The customer called back a second time to note that the system kept overheating and they had to switch out the vsc. The customer stated that the system was shutting down repeatedly they had inadvertently expired 3 vessel sealer instruments and will be sending those for credit. The customer called back the third time and noted the system continued to power off. The isi tse reviewed system logs and noted an error 95 was pointing to the patient side cart (psc) universal motor controller 2 (umc) board. The customer verified nothing was covering the psc. The customer noted they had a second psc in the other room. The staff disconnected from the line to retrieve a second psc. The procedure was converted to another dv system with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the customer stated that the procedure was a robotic-assisted low anterior colon resection with a loop ileostomy. The site switched to a different system and finished the case. The issue was with the patient side cart (psc). No additional tests were needed since this problem did add about 1 hour of additional anesthesia and surgery time to the case with multiple calls to the isi tse and isi clinical sales representative (csr). Isi followed up with the initial reporter and obtained the following additional information: the system ran through the self-test, and it was ready to use. The system initially did not have any errors, and the errors occurred during the procedure.

Manufacturer narrative:
Based on the claim against the product by the customer noting the system was overheating, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Isi fse replaced the cfg-universal motor controller (umc) due to error code 95. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The cfg-umc is pending failure analysis investigation. The complaint regarding the system was overheating was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue. Isi has received the umc part, however, failure analysis has not completed their investigation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted when failure analysis has completed their investigation. This complaint is considered a reportable event due to the following conclusion: the customer converted after the start of the procedure due to system overheating and the system shutting down. In addition, the procedure was delayed for more than 30 minutes due to the reported issue. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.